Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they experienced high blood glucose as well as low blood glucose. The customer¿s blood glucose level was 425 mg/dl and 54 mg/dl. The customer stated that the sensor was not reading correctly due to which she ended up with high blood glucose value and low blood glucose value. The sensor glucose was 147 mg/dl at the time of the incident. Insulin delivery was not suspended due to sensor values. The customer declined troubleshooting for high blood glucose value and low blood glucose. The insulin pump will not be returned for analysis.